Event description:
It was reported that during percutaneous transluminal angioplasty, balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous below the knee of the patient. A 2mm x 20mm x 142cm coyote was used to treat the lesion. When the 2nd dilatation was performed, the gauge of indeflator started to go down. The physician removed this device outside the patient and checked it, then he or she found that the balloon had been ruptured. (Pressure atm was 12atm). The procedure was completed with a different device. There were no patient complications reported and the patient status post-procedure was good.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: the coyote es catheter was received inside a coyote es shelf box with blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 2mm from the distal end of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).